Event description:
In 2009, the pt reported that her insulin infusion set tubing leaked at the luer lock connection, causing a leak that lead to an elevated blood glucose reading of 343 mg/dl. She said that at about one week prior, she awoke with a blood glucose of 82 mg/dl. She delivered a meal bolus, ate breakfast and left for work. An hour after eating, her blood glucose was 343 mg/dl. She said she smelled insulin and noticed insulin leaking at the luer lock connection. She stated when she examined the tubing, she noticed a "tear" and that the luer was "kind of cracked." She changed the tubing and her blood glucose decreased to her target range "fairly quickly." She said the tubing had been in use for 4-5 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.